Event description:
Patient l.l. Received implant (rflt precise rc5010c reflect precise fixture ø5.0mm x 10 l) on (B)(6) 2022, experienced failure to integrate and had the implant removed on (B)(6) 2022, x-rays and patient's age not provided. An implant replacement was sent to dr. Michael reshad on (B)(6) 2022.